Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred which resulted in the customer experiencing an elevated blood glucose (bg) level per cgm meter. Ketones were present. The customer administered a manual injection to address bg. The customer declined to complete troubleshooting.